Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she recently had a blood glucose level of at least 600 mg/dl, which was treated with the insulin pump. Customer also reported that the device's display was cracked, scratched, and shattered. The caller stated that the insulin pump had to be turned at a certain angle to read the screen. Troubleshooting was not completed. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The device received with all operating currents within specifications and passed functional testing including the rewind, basic occlusion test, occlusion test, primetest, excessive no delivery test, self -test, unexpected restart error test and displacement test. No unexpected low battery alarms were noted. The device was received with cracked case at the display window corners, display window and battery tube threads. In addition, it was received with minor scratched display window and case.